Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. Batch # 556a01. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the shrouds partially open and with no reload present. Further analysis shows the shrouds were pressing against the bulkhead subassembly as it was not properly aligned. No functional test was performed due to the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 556a01, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, knife did not move forward when firing. Knife reverse switch was used to return the knife. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.